Manufacturer narrative:
Additional information was received that the setscrew did not fall into the patients body. The screw fell onto the floor.

Event description:
A report was received that the during product analysis, it was discovered that the ipgs setscrew on port d was missing. It was noted that during the scs implant procedure the setscrew was dropped. It was unknown if the setscrew was dropped in the patients body.

Event description:
A report was received that the during product analysis, it was discovered that the ipgs setscrew on port d was missing. It was noted that during the scs implant procedure the setscrew was dropped. It was unknown if the setscrew was dropped in the patients body.